Manufacturer narrative:
(B)(4). Batch # p56473. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an exploratory laparotomy procedure the device fired and deployed staples, however the did not completely form. They were bent over, but not completely. The procedure was completed using a like device of the same product code. There were no patient consequences reported.